Manufacturer narrative:
(B)(4). Batch # r5983h. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with three ecr45d cartridges reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received partially fired 1/3. The reload (d) was received partially fired 1/3 with the cartridge deck damaged and the pan dislodged. The returned device and cartridge reloads (b and c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge.it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: ecr45d, partially fired 1/10, r5736v; reload c: ecr45d, partially fired 1/3, r5736v; reload d: ecr45d, partially fired 1/3, r5736v, damaged cartridge and pan dislodged . The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Could not fire. During the radical resection of low rectal cancer, could not fire with ec45a and ecr45d. Changed another two ecr45ds, still could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. Procedure: low anterior resection